Manufacturer narrative:
H4: the device was manufactured between 26jan2024 and 29jan2024. H11: the device was received for evaluation containing 22ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The set underwent a functional flow rate test, and the device performed according to product specifications. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor under infused. The expected infusion time was 46 hours; however, at the end of the infusion an unspecified volume of solution remained in the device. Total fill volume was 110 ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.